Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received a result of 13.2 mmol/l on the aviva system while a comparison lab returned as 6.7 mmol/l within 10 minutes. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.